Manufacturer narrative:
Concomitant medical products: product ID :3889-28, lot#: va111bx , implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's family member regarding their implantable neurostimulator (ins) fecal incontinence and gastrointestinal/pelvic floor. Patient had back surgery on (B)(6) 2019 and has since been 'stopped up' and had 'a lot of problems'. Caller stated the patient's bowel movements are small (just gets a little but out) and thinks the ins is dead. He stated he changed the programs a couple of times and increased stim but the patient still does not feel it. He stated that sometime after the back surgery the doctor and rep noticed the lead wire is visible on her skin. They think there is a possibility that it is not connected anymore (patient lost her balance and fell in the past). On the call, patient threw up and then had a 'little brown jelly' bowel movement . Caller gave patient an enema prior to calling. Pp shows stim is on program 2 set to 6.3. Caller tried to increase and saw upper limit reached. Caller changed to program 3 and increased to 7.0. Caller stated last time they saw hcp / rep. He was told the ins battery is low. No further patient complications are anticipated or expected as a result of this event.